Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. D1, d2, d3, d4: this report is for one (1) band aid brand tough strips waterproof extra large 10ct ap 9300607179460 9300607179460apa. Lot number - ni. Device is not distributed in the united states but is similar to device marketed in the USA (bab tough strips waterproof ex lg 10s USA 381370055662 8137005566usasa). D4: 510(k) exempt device I complaint. UDI, upc, lot number and expiration date are not available for reporting. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: health effect clinical codes: e1704, refers to consumer¿s doctor referred to the events as ¿a severe reaction resembling a burn¿. E2315, refers to consumer alleged application site & quot; weeping (fluid discharge) & quot. E1635, refers to consumer alleged ¿was unable to walk properly/ difficulty walking (unspecified musculoskeletal problem)¿. E2402, refers to consumer used the product and kept applied for two days (interpreted as misuse). Consumer used the product on a ¿small cut/minor graze at the very center of her knee¿ and kept applied for two days (interpreted as misuse) and reported that the skin at the application site became red, raw, blistered, weeping along with significant pain and burning sensation. Consumer was prescribed/treated with three courses of antibiotics (route not specified; interpreted as oral/topical) and was instructed to keep the wound covered with professional dressings. Based on available information, no hospitalization, no significant intervention reported and no other seriousness criteria met. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported to use the product band aid brand tough strip waterproof extra-large bandage on (B)(6) 2025, to cover a small cut at the center of her knee. It was reported that on (B)(6) 2025 the skin at the application site became red, raw, blistered, weeping along with significant pain and burning sensation that the consumer was unable to walk properly and had difficulty walking. It was reported that the consumer symptoms have worsened after the consumer stopped using the product. The consumer sought medical attention from health care professionals and was prescribed and treated with three courses of antibiotics (route not specified; interpreted as oral/topical). Consumer stated that antibiotic keflex was prescribed and she was instructed to keep the wound covered with professional dressings and continue to monitor.